Event description:
All bipolar pairs had impedances greater than 2,000 ohms. The unipolar pairs were normal at 1225, 1351, 1159, and 1100 ohms. It was unclear if this occurred during implant or some time afterward. Patient and device information could not be obtained.

Manufacturer narrative:
(B) (4).